Event description:
Legal representative of family reported over delivery of insulin led to loss of consciousness while in bed with baby. Baby was asphyxiated by customer's arm. Last recorded blood glucose prior to event was around 9:08am and was 109mg/dl. Customer had a low event shortly after set and reservoir change. Customer was changing set and reservoir around 9:30am to 9:40am, when her husband was leaving the house. Last activity on her phone was at 9:34am, when the customer texted her mother. Her mother replied at 11:34am but never received a response. Customer resets her continuous glucose monitoring system every time she refills her pump. It took longer to change out her pump and sensor since she accidentally put on an old sensor. She might have had the pump and sensor synched around 10am or 10:30am. When her husband could not reach her by phone, he went home and found her lying on her left side, with her right arm draped over her infant son's torso. She had accidentally smothered her infant son (the family were co-sleepers). Customer had heard a pump alarm for a missed calibration and pulled of the entire pump while attempting to disconnect the pump (due to lack of coordination). Her husband called the paramedics and gave her a glucagon shot. The paramedics arrived around 2:50pm and attempted to resuscitate the baby and stabilize customer with intravenous dextrose. Both the customer and her son were transported to the hospital, where her son was pronounced dead. Pump was used at the time of the incident. Sensor was used and was alarming for calibration.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced asphyxiated and unconscious. The customer¿s blood glucose level was unknown. The customer experienced post under delivery and loss of consciousness. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.